Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this defibrillator has reached end of life (eol) with a charge time of 30.2 seconds and a monitor voltage of 2.62 volts. The local sales representative stated that sensing and pacing were normal. No adverse patient effects reported. A replacement procedure will be scheduled for the near future.

Event description:
Additional information received that this device was taken out of service for normal battery depletion. No adverse patient effects reported from the procedure. A new device was successfully implanted.